Event description:
During a kit inspection, the sales representative noted that the driver was damaged. Additional information received from the sales representative in 2008. One of the prongs on the tip of the driver was out of alignment and bent. In the last surgery where the driver had been used there had been no problems, no complaints and no delays. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
There was no patient involvement. There was no surgical involvement. Requests have been made for the return of the product. Evaluation is pending upon completed investigation of the product.